Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found collapsed cap piercer tubing #301 obstructing flow and weak vacuum. The fse replaced the cap piercer tubing #301 and flushed vacuum line with deionized (di) water which resolved the issue. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4) .

Event description:
The customer reported generation of four (4) false low patient results for sodium (na), chloride (cl), and calcium (ca) involving the unicel dxc 600i synchron access clinical system. The customer reported cts blade wash not draining and leaking into sample tubes which caused erroneous results to be generated. The customer indicated (1) one patient sample result was reported out of the laboratory and was questioned by the clinician. The affected patients had their blood redrawn, repeated the sample on the same system and obtained a result considered correct by the customer. Results were corrected. There was no report of change to treatment, injury, or death associated to this event. The customer provided verbal examples of false results.